Event description:
International affiliate reports the viper set screw became dislodged from monoaxial screw in situ. Revision was performed to remove and replace the set screw and concomitant devices of the spinal construct.

Manufacturer narrative:
Depuy spine has requested return of the single-inner set screw for eval. A f/u report will be filed upon receipt of the device and completion of the eval.